Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter during a laparoscopic right colectomy on the traverse colon, the cartridge could not be inserted easily in a trocar as it's supposed to be, and once inserted the device could not be fired. Another device was used to complete the case. There was no patient harm.